Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in one piece. Visual examination found the outer insulation and inner insulation were breached, the outer coil was compressed and all of the outer coil filers were fractured consistent with clavicular crush forces. Electrical testing of the lead did not find any internal shorts.